Event description:
It was reported to boston scientific corporation that on deployment of the wallstent within the patient the handle broke on both of the products. The procedure was completed with another stent. No permanent complications were noted. Note: refer to associated manufacturing report number 3005099803-2009-1468 for a report on a related device failure.

Manufacturer narrative:
A visual examination of the returned device found that a kink existed in the stainless steel tube approximately 4.5cm distal to the hub. The shaft was detached from the t-bar. An examination of the t-bar found that the fillet of glue was present. The shaft was kinked at various locations along its length. The outer sheath had been retracted by approximately 3mm. An attempt was made to retract the outer sheath and deploy the stent; however, the sheath could not be retracted. The problem experienced in attempting to retract the sheath is consistent with the kinking that was present along the shaft. As a result the shaft was dissected and the sheath was retracted deploying the stent. No issues were noted with the stent. The inner was removed through all sections of the dissected shaft with no restrictions noted. The potential root causes were reviewed. The result of this review indicated that the current manufacturing process controls to prevent this failure from occurring were deemed adequate. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch.